Event description:
The customer reported the poor image quality and the unit would not fluoro. No injuries were reported.

Manufacturer narrative:
The interconnect receptacle was recently replaced. The ge rep ordered an interconnect cable for potential impaired video cable.